Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station showed failed hardware. The user tried to recover the drawer, but it still required maintenance. The user rebooted the device and also unplugged it for a few minutes before reconnecting power, but the drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A field service engineer shut down the station and ran the hardware testing application, confirming that the drawer and pockets were detected. The fse then restarted the main application, and all pockets were detected. The customer retested the system on the main application, and everything was functioning properly. The system functioned as intended after the field service engineer repaired the device.